Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. The event was further described as ¿when the transfer set was closed, there was leaking fluid when they removed the cap¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.